Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose episodes, including a reported value of 40 mg/dl, and expressed concern that the device was not responding as expected, particularly after meal announcements and overnight; the user believed the device should have suspended insulin delivery during lows. Symptoms included hypoglycemia and feelings of being lower than typical for the user. Outcomes included self-management with oral glucose and plans to discuss therapy settings with a healthcare provider. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction identified based on available information. It was concluded that the cause of the hypoglycemia was unclear and that the device function could not be confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.